Manufacturer narrative:
(B)(4). Date sent: 9/28/2020. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with eight ecr60d reloads received. All reloads were received fully fired. However, the reload (f) was returned with damage on cartridge deck. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage on the deck is consistent with when the device is fired over an already existing staple line. When this happens, the knife plows the staples on the cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction, such as a clip, is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u5ah4n. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the clamped target tissue was pushed forward 2-3 cm at the second to third strokes of the sixth firing of delta anastomosis. The deployed staples were unformed. The jaws were clamping the duodenum and the gastric remnant. The cartridge was replaced, but the same issue occurred at the seventh firing. The device was fired on an existing staple line. The device was fired properly from the first firing to the fifth firing. Another device was used to complete the case. There were no adverse consequences to the patient. It has been two days since the surgery, and no leakage occurred so far. No further information is available. There were no patient consequences reported.